Event description:
Related manufacturer reference number: 1627487-2022-03570, and 1627487-2022-03571. It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the leads migrated. During the surgery it was noticed the ipg had a lead fragment in one the headers. Both the ipg and leads were found to have fibrotic material entwined. Surgical intervention took place wherein the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Visual analysis of lead a found that the lead was returned complete. The event details state that lead migration was observed on x-ray; however, confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event.